Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error on the night before the call, as well as once 10 days prior. The customer did not know the blood glucose reading. She stated that she had been lying down in bed when the alarm occurred for the first time. She noted that she was not doing anything the second time it happened. Advised replacement of the insulin pump. Nothing further reported.